Event description:
A one-third tubular plate, implanted in 2002 for a fractured radius and ulna, broke post operative. Pt sustained the injury 9 days later. Post operative pt continued to have severe pain, swelling and obstruction of right arm movement. On an unk date the plate was noted to be broken and bone was "significantly non-aligned." Removal of plate is unk.